Event description:
It was reported that the customer alleges that the in touch casters stems are breaking after being replaced. This could result in reduced brake force. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.